Event description:
It was reported that there was difficulty accessing the center port for the pump at the refill on the report date. There was a hard time accessing the refill port, a hard time aspirating the old drug out but it was believed the health care provider (hcp) got back what they had expected. There was also a hard time filling the new drug back in to the reservoir, only 17ml was injected. A scan was then done but the reporter had no real details of the ¿scan¿ except that nothing out of the ordinary was seen. The plan was to have the patient come back early for their next pump refill to see what happened. The type of medication being delivered via the device system was not provided. It was later reported that the device system delivered prialt and dilaudid. It was reported there was a hard time filling the pump, ¿we assume some air got in¿. The patient had no adverse effect. The plan was still to bring the patient in early for a refill and to make sure they get the air out before refilling. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).